Manufacturer narrative:
No samples were returned by the customer evaluation of retained samples finds no defect or abnormalities. Hand temper testing was performed and no needle breakage occurred. The needles supplier reports no abnormalities during production. No other complaints have been received against this lot. It is possible that surgeon's technique (i.e., grasping the needle with carbide jaw needle holder close to the tip) may have contributed to the problem reported.

Event description:
Doctor reports, on 11/3/97 he did a hysterectomy and while closing the abdominal wall, the first 2-3 mm of the point of the needle broke in the muscle. The fact that the point of the needle was there was confirmed with an x-ray. The doctor explored the area for approximately 30 minutes, but could not find the needle. He also looked for the needle down in the lower abdomen without success. He closed the abdomen with the needle still somewhere in the abdominal wall.